Event description:
It was reported that the patient experienced persistent hyperglycemia (exact reading was not provided) while using the ilet, associated with incorrect meal reporting and a user-initiated change to the system¿s weight setting to 6 pounds; no occlusion or other device alarms were reported, and the patient was in range at the time of follow-up. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a device-related problem, no findings available, and no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.